Manufacturer narrative:
Batch review performed on 11 april 2023. Lot 1904749: (B)(4) items manufactured and released on 04-dec-2019. Expiration date: 2024-nov-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department: revision 1 year and 7 months after the primary rsa surgery, due to a malpositioned baseplate and glenosphere ( the block was found tilted superiorly). The causes for this event cannot be determined with certainty with the elements at hand. This may have happened due to an impingement of the humeral stem with the baseplate which may have caused the movement of the baseplate and malpositioning of the glenoidal implant. If the metaphysis is malpositioned, it could pry up the glenosphere with the baseplate attached. Additional involved implant: batch review performed on 11 april 2023 on reverse shoulder system 04.01.0207 lat. Glenosphere 36xø24.5 (k193175) lot. 2005600 lot 2005600: (B)(4) items manufactured and released on 05-oct-2020. Expiration date: 2025-sep-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting pain due to a malpositioned baseplate and glenosphere (tilted superior) and the cause is unknown. About 1 year and 7 months after the primary surgery, the surgeon revised the medacta metaphysis, baseplate, screws and glenosphere. The surgery was completed successfully.